Manufacturer narrative:
The device was not received for evaluation; however, a video and photos of the sample were provided for evaluation. Visual inspection showed an external fluid leakage from the dialysate port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on an oxris set during priming. There was no patient involvement. No additional information is available.